Event description:
Adverse event(s): "cases canceled" (no code available). Product problem(s): "system message displayed" (device displays error message). A nurse reports the system displayed a 353 error code which would not clear after rebooting. Eight cases were canceled. Four or five pts were prepped for surgery, all were on ivs and had drops instilled, without incisions made.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)